Event description:
It was reported that the patient's right ventricle (rv) lead was suspected for possible fracture. It was also noted that high impedance, noise, and no pacing or sensing were observed on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).